Event description:
It was reported that one week post-implant, there was myopotential noise on this right ventricular (rv) lead, and sensitivity was increased at that time. Currently there is rv lead noise and the right atrial (ra) lead was oversensing this noise. These leads remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).